Event description:
Customer reported that pump battery depleted too fast, reaching 50% within 24 hours. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting, so no additional information was received regarding the outcome of the event.